Event description:
It was reported that the user accidentally dropped the ilet at work, resulting in a cracked and subsequently nonfunctional screen; blood glucose data were not affected and the user was using an external cgm. Symptoms included the inability to interact with the device for meal announcements due to loss of display function. Outcomes included a switch to backup therapy until a replacement arrived, with no medical intervention or hospitalization reported. Investigation included collection of event details, shipping a replacement, retrieval of the original device with a return label, and monitoring of return tracking updates. Investigation of this case revealed a physical damage event consistent with user-handling impact that compromised the device¿s display component, aligning with screen breakage and loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.